Event description:
It was reported the patient was experiencing a "sharp, debilitating pain" in her back and leg following a fall. It was stated the patient fell backward on (B)(6) 2012, hitting her head, backside, and breaking her arm. On about (B)(6) 2012, the patient had a brief stabbing feeling in the lower back. She then had discomfort behind her left knee. On (B)(6) 2012, the patient had a sharp, debilitating pain in her lower back and down to her knee. The patient turned the stimulator off, and the pain ceased. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3093-28, lot # v734526, programmer: model 3037, serial #: (B)(4).

Event description:
Additional information from the patient's health care provider (hcp) showed the patient's concerns had been resolved. The patient outcome was reported as 'no injury.'